Event description:
It was reported that the patient had a litt procedure on (B)(6) 2022 and was discharged home on (B)(6) 2022. On (B)(6) 2022, the patient was hospitalized with a "frontal parcetel/subarachnoid bleed". Interventions included medications, steroids, physical therapy, occupational therapy, and speech therapy. The event was indicated as ongoing as of (B)(6) 2022.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.